Manufacturer narrative:
Tsr replaced the ac plug (part number 27518), and this resolved the loss of ground.

Event description:
Hill-rom tsr steven greenawalt, was performing preventive maintenance when he discovered that there was no ground. There were no reported injuries.